Event description:
The facility indicated that the staff was placing a patient on the bed and the foot hi/low dropped. They stated no one was hurt.

Manufacturer narrative:
The facilities maintenance found the nut was missing from the link arm assembly that connects the head and the foot lift arm assembly. He indicated that the foot lift arm end came loose and dropped down. The facility does not want to repair the bed at this time.